Manufacturer narrative:
Device passed displacement, and self tests. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5, and each setting functioned properly. No unexpected audio anomaly, absence of audio alarms were noted during testing. No pump error 63 was noted during testing, and no pump error 63 alarms are found in the formatted history files. Device was programmed with a test guardian link (x) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No unexpected sensor errors or connection anomalies noted. Finally, the unit's rise alert was set to custom at the maximum 0.275 mmol/min. Device did issue a rise alert consisting of an audio alert and 3 up arrows on the lcd display. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. A

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had audio issue alert. The blood glucose was unknown. Customer tried to use a custom rise alert limit and it was set it to the maximum of 0.275 mmol/min, but pump was still gave her rise alerts without any trend arrows present. The device will be returned for the analysis.